Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter display was missing some segments. The customer had not been aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A new contour meter kit was sent to the customer.